Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The patient samples are not available for investigation.

Event description:
We received an allegation of interference with the elecsys troponin t hs assay for three patient samples (two from the same patient) tested on the cobas e 801 analytical unit. Patient 1 patient sample a the initial result had no numerical value and was only a data flag. The repeat result with the patient sample at 1:10 dilution was 30 ng/l with a data flag. The repeat result with the patient sample at 1:100 dilution was 307 ng/l. Patient sample b the result had no numerical value and was only a data flag. Patient 2 the initial result from the analyzer had no numerical value and was only a data flag. It is not clear if the repeat result from another cobas e801 analyzer had no numerical value; only a data flag was mentioned. Interferents were suspected in the patient samples.